Event description:
It was reported that during activation of the artificial urinary sphincter (aus) that was implanted on (B)(6) 2019 the physician observed difficulty getting the device to work, after several attempts of the device working and then failing the physician performed a CT scan revealing air in the pump. The device remains implanted and inactive and is scheduled to be revised on (B)(6) 2019. Additional information was reported that the aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted on (B)(6) 2019.

Event description:
It was reported that during activation of the artificial urinary sphincter (aus) that was implanted on (B)(6) 2019 the physician observed difficulty getting the device to work, after several attempts of the device working and then failing the physician performed a CT scan revealing air in the pump. The device remains implanted and inactive and is scheduled to be revised on (B)(6) 2019.